Event description:
It was reported a device related thrombus (drt) occurred. A 31mm watchman flx laa closure device was implanted. Post implant, the patient was on xarelto 20mg and aspirin for 45 days, followed by dual antiplatelet therapy for 45 days. At the four-month follow-up, imaging was performed and a non-mobile thrombus was found on the device. The patient was on aspirin at the time of the event. The patient was put back on xarelto to dissolve the drt with a plan to reimage the patient in three months.

Event description:
It was reported a device related thrombus (drt) occurred. A 31mm watchman flx laa closure device was implanted. Post implant, the patient was on xarelto 20mg and aspirin for 45 days, followed by dual antiplatelet therapy for 45 days. At the four-month follow-up, imaging was performed and a non-mobile thrombus was found on the device. The patient was on aspirin at the time of the event. The patient was put back on xarelto to dissolve the drt with a plan to reimage the patient in three months. It was further reported through imaging review by boston scientific that the surface of the closure device looks to be clear and there does not seem to be a thrombus on the device.